Event description:
It was reported that the right ventricular [rv] lead had noise. It was also reported that the lead was found to be fractured upon extraction. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular [rv] lead had noise. It was also reported that the lead was found to be fractured upon extraction. The rv lead was explanted and replaced. It was later reported that a second lead was explanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed. The proximal conductor was fractured and melted. There was blood/body fluid (not obstructed) on all conductors. The outer insulation was breached (clavicle rib crush) and melted. Cosmetic environmental stress cracking and a cosmetic depression were also noted on the outer insulation. There was blood in/on the helix/lobe mechanism.